Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was still in the operating room for implant, during sternal closure, the power module lost communication with the primary system controller. No speed adjustments were possible for a few moments until access to the controller was restored. The heartmate touch and bluetooth connection and power module and power module patient cable were checked. The heartmate touch was exchanged for the system monitor and the controller was exchanged. The issue resolved. System controller MFR # 2916596-2024-01114.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event stated that a loss of connection between the system controller and heartmate touch occurred. It was reported that heartmate touch, wireless adapter, and power module connections were checked, and the heartmate touch was replaced with a system monitor; however, the issue did not resolve. It was further reported that the issue was resolved by replacing the system controller. The reported event is addressed under the system controller investigation. The reported event could not be correlated to an issue with the heartmate touch system. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. A) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. A) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. Heartmate 3 instructions for use (IFU) (rev. A) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (rev. A) under ¿troubleshooting¿ provides troubleshooting steps to resolve various issues while using the heartmate touch, including a loss of connection between the system controller and heartmate touch app, and the system controller not being detected by the heartmate touch app. No further information was provided. The manufacturer is closing the file on this event.